Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 305u225 tissue valve implanted (B)(6) 2014; 977c165 pain stim lead implanted (B)(6) 2017; w1dr01 ipg implanted (B)(6) 2018; 97715 pain stim ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.